Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2009 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient had an additional product mesh implantation on (B)(6) 2009. It was reported that the patient underwent release of posterior vaginal wall adhesive band/scar tissue and mesh removal on (B)(6) 2012 due to dyspareunia. It was reported that the patient underwent mesh removal on (B)(6) 2013. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2014-06616. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted concurrently with anal skin tag removal due to vagina vault and uterine prolapse, pelvic relaxation, enterocele, cystocele, and rectocele. On (B)(6) 2012, the patient underwent mesh removal due to dyspareunia and mesh contracture along the anterior compartment. (B)(4).